Event description:
It was reported that there were air bubbles in the patient line of a peritoneal dialysis (pd) set with cassette. This occurred during the initial drain cycle of pd therapy. The technical services representative advised the patient to start therapy over with new supplies. There was no serious injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.